Event description:
It was reported that the patient presented in clinic for follow-up. The implantable cardioverter defibrillator was noted to have reached end of life on (B)(6) 2016. Upon interrogation, the device exhibited premature battery depletion. On the following day, the device was explanted and replaced without any complications. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of premature depletion.